Manufacturer narrative:
One endotracheal tube was returned for analysis in used condition. Visual inspection of the tube showed now obvious visual discrepancies. The returned sample was inflated using a syringe in order to detect any leakage. A small hole was then observed in the tube. Additional testing was performed to try and replicate the field observation. A tube was chopped with a needle. The results found that the cuff was leaking. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that a ventilation leak was noted on a smiths medical portex® nasal profile soft seal cuff endotracheal tube. The leak was reported to be discovered at the blue inflation line and tracheostomy (trach) junction as surgery was about to begin. It was required that the endotracheal tube (ett) was "immediately" changed out. There were no reported adverse effects.